Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during follow-up hvli was found to be out of range. From multiple readings, the values varied in and out of range with arm movement. Noise on the rv to can egm was also noted with arm movement. The pocket was opened and the setscrew was found to be loose. The issue was resolved by tightening the setscrew.